Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged pump error 42 alarms during rewind found on (B)(6) 2021. Device was received with a pump error 38 alarm during rewind. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Successfully downloaded the trace and history files using thus. A review of the downloaded history files reveals that no pump error 42 alarms were found however, on (B)(6) 2021 there are seven (7) pump error 43 alarms between 19:56 and 20:08 and one (1) pump error 43 alarm on (B)(6) 2021 at 09:10. Additionally, on (B)(6) 2021 one (1) pump error 53 alarm at 19:57 occurred due to a software error. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2) however, corrosion was found on the motor, motor home switch, and force sensor. Pump error 38 alarm during rewind and the pump error 43 alarms found in the history files are due to corroded motor and motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, broken belt clip rails, end cap address label faded, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap did not lock into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. Pump error 42 alarms are not confirmed. No pump error 42 alarms noted during testing or found in the downloaded history files. Pump error 38 alarm (during rewind) and pump error 43 alarms found in the history files are confirmed due to corrosion on the motor and motor switch. Pump error 53 alarm is also confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had drive count error boundaries exceeded after movement error. The customer stated they were able to clear the pump error alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.